Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported patient effect of restenosis is a known adverse event listed in the promus instructions for use (IFU) and in risk assessment as a no fault complication. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Adverse event: restenosis requiring medical intervention. Onset of adverse event: four days post procedure. Device issue: none. It was reported that the initial procedure was performed on (B) (6) 2008, in which the target lesion, located in the left posterior lateral (ltl), was severely calcified, de novo and with a 90% stenosis. After predilation, the 3.0 x 28 mm promus stent was implanted. Postdilation was done, resulting in 0% residual stenosis; however, the result seemed to be sub-optimal. At the second procedure on (B) (6), 2008, (which was originally planned for a different lesion) it was decided to treat the lesion again. A 80% stenosis had occurred at the distal edge of the 1st lpl and was treated with a xience stent, resulting in 0% residual stenosis. It has been confirmed by site personnel that the re-intervention was not done because the promus stent placed during the index procedure did not work properly, but because of the complex nature of the lesion (e.g. Bifurcation proximal to lesion) and because of the sub-optimal angio findings. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.